Manufacturer narrative:
D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k46a6m; cartridge position, loaded; casing position, midway; hook shroud condition, damaged; instrument serial number, 92; lockout slide position, unlocked; number of staples returned in cart, none; retaining pin position, midway/tab broke; safety position, unlocked; and trigger position, open/unlocked. Analysis conclusion: based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It is further evidenced by the formation of the returned staples. It should be noted that, as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. If the retaining pin is not fully forward, it will cause the staples to not align properly with the anvil pockets and may cause the staples to not form as designed. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.

Event description:
It was reported the tlh60 was used during a bowel resection. It was reported the surgeon had difficulty turning the closure knob on the device. When the device was closed and fired the staples did not form. Another device was opened to complete the case. There was no consequence to the patient.